Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 initial reporter phone number: (B)(6) . E2 - incorrect due to system limitations. Initial reporter is from procurement and logistics department. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 2 devices had "pieces of hair strands". No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 3/25/2024. H3 and h6. Evaluation codes: updated. Eight (8) units were received with their original packaging. Received samples 2 and 5 are for a separate complaint investigation ((B)(6)) and are not included with this device analysis. Per visual inspection, burrs were found between the piston and spring in samples one, three and six, sample four shows a hair in the spring nozzle. The complaint was confirmed, and the root cause of the contamination is caused by inadequate following of the procedures during manufacturing assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel to explain the importance of adhering to, and following procedure and the issue will be monitored for threshold or escalation.